Manufacturer narrative:
Per the customer, all the patients' samples were collected offsite. The samples were received already spun down and aliquotted. The samples are then stored frozen until the time of analysis and are checked for clots before loading on to the system. The customer provided the last three system check reports and all portions passed within published specifications. Per the qc reports provided by the customer, all levels of hyb-psa were recovering within the established ranges before and after the event. The customer indicated to the customer technical support (cts) that the probe crashed on (B)(6) 2011. The customer inspected the probe and found no damage. The customer also ran the carryover procedure, which all portions passed. Service was not dispatched for this event. No root cause could be determined for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected hyb-psa results on multiple patients' samples, generated by the access 2 immunoassay system. Nine (9) of the samples initially resulted within the normal reference range and repeated higher above the normal reference range. Twenty-six (26) patients' samples showed imprecision outside of assay published expected imprecision but did not cross clinical ranges. The erroneous results were reported out of the laboratory; however, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.